Event description:
It was reported to boston scientific that an ultraflex tracheobronchial covered stent was implanted during a bronchoscopy procedure on (B)(6), 2011. According to the complainant, the patient experienced difficulty breathing as a result of a malignant tumor in his lung and was admitted to the emergency room in very poor condition and on a respirator. The physician decided to place an ultraflex stent in the patient for palliative purposes. During the procedure, the stent was advanced to the target anatomy; however, the deployment suture did not release completely and the ring handle broke off. The partially deployed stent was removed from the patient. A second ultraflex tracheobronchial covered stent was used to successfully complete the procedure without any patient complications. The patient's condition was reported to be very good immediately post procedure; however, he remained within the emergency room and placed back on the respirator due to continued difficulty breathing related to his underlying condition. Additional information received on (B)(6), 2011: the procedure was performed in the emergency room because the patient had already been admitted there. Additionally, it was reported that as the stent was being released, the deployment suture became very taut; therefore, as the physician pulled harder, the ring broke.

Event description:
It was reported to boston scientific that an ultraflex tracheobronchial covered stent was implanted during a bronchoscopy procedure on (B)(6), 2011. According to the complainant, the patient experienced difficulty breathing as a result of a malignant tumor in his lung and was admitted to the emergency room in very poor condition and on a respirator. The physician decided to place an ultraflex stent in the patient for palliative purposes. During the procedure, the stent was advanced to the target anatomy; however, the deployment suture did not release completely and the ring handle broke off. The partially deployed stent was removed from the patient. A second ultraflex tracheobronchial covered stent was used to successfully complete the procedure without any patient complications. The patient's condition was reported to be very good immediately post procedure; however, he remained within the emergency room and placed back on the respirator due to continued difficulty breathing related to his underlying condition.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal end of the stent was partially deployed by 21 mm. The distal silastic tubing had detached from the device and was not returned. It was also noted that the yellow pull ring was detached from the deployment suture thread and had not been returned. An examination of the deployment suture thread revealed the presence of glue on the proximal end, indicating that it had been attached to the yellow pull ring. Functionally, the stent was able to be deployed without any issue. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, it is probable that the stent partially deployed as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.